Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at evoke closed loop stimulator (cls) implant site and lead implant site. The patient was hospitalized, and antibiotics were administered.